Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest. No replace battery now alarm or insert battery now alarm noted. However, the power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay, missing reservoir tube o-ring, missing retainer, keypad overlay texture damage, stained serial number label and minor scratches on lcd window.

Event description:
It was reported that the insulin pump had battery issue. The customer¿s blood glucose level was 22 mmol/l. The insulin pump will be returned for analysis.